Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and UDI section of model# are unknown, no information provided to date.

Event description:
It was reported that the display was not working and blinked in and out and showed symbols. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found cracked tank cover, bent prongs on line cord, and wear and tear damaged enclosure and front cover. Functional testing found the liquid crystal display (lcd) showed random symbols confirming the customer complaint. The root cause of the issue could not be determined. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).